Event description:
The center reported that the pt experienced intermittencies with her device followed by a loss of lock. External equipment was exchanged but the reported problem was not resolved. Testing performed by a company rep confirmed that the device was not functioning. The decision was made to explant the device. Surgery to explant the pt's device will be scheduled.